Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fatigue and weight gain. There is no documentation or evidence indicating the liberty select cycler or fmc (unknown) cassette caused or the medical records indicate the patient¿s weight gain was likely related to excessive caloric intake, however the possibility remains it is related to peritoneal dialysis therapy. Additionally, the liberty cycler was not returned to the manufacturer for product investigation. Therefore, it cannot be determined if the liberty cycler had any prior incidence of malfunction that could have caused or contributed to the patient¿s event of weight gain or fatigue. Therefore, based on the information available, causality cannot be determined. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of fatigue and weight gain remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized for weight gain and fatigue. Medical records were received and indicate that the patient was feeling fatigued and sustained a 19 kg weight gain over the past two weeks, 9 kg was within the past two days. The patient was directed to the emergency room by the nephrologist. The patient denied chest pain and shortness of breath. The patient reported decreased urine output, and the urine cultures were positive for klebsiella pneumoniae. The patient was treated two weeks prior for a urinary tract infection and peritonitis. The patient¿s peritoneal effluent fluid showed no growth. The medical record stated that the patient¿s weight gain was likely related to excessive calorie intake, however could possibly be related to peritoneal dialysis. The patient was transitioned to hemodialysis. The patient was discharged with instructions to observe a low calorie, high protein diet. It was unknown if any fresenius device(s) or products(s) were utilized during the course of hospitalization. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.